Manufacturer narrative:
The device was returned and the evaluation found that due to a pinhole on the channel tube, water tightness was lost. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material at the tip of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be determined. There was no deformation at the foreign material residue points. It was confirmed that the reprocessing was conducted in accordance with instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection". IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.